Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump has moisture damage on keypad traces. Moisture damage was noted on lcd board and mother board. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons function properly.

Event description:
It was reported the insulin pump alarmed button error. The device was exposed to moisture. Customer was unable to clear the alarm. Customer's blood glucose was 240 mg/dl. No further information reported.